Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experiencing premature battery depletion. The monitoring voltage is decreasing at a more rapid than expected rate. The ICD system software has been upgraded and the physician has elected to follow the device on a regular interval, until battery status elective replacement indicator (eri) is reached.